Manufacturer narrative:
Date of event: the exact date of onset is unknown. It was reported the foreign material had been left in the wound from a surgery performed over a year prior. Thus, (B)(6) 2021 was utilized. The abthera¿ dressing identifier was not available and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed. Based on information provided, kci cannot determine when the retained foreign material alleged to be a "piece of blue foam" was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The foreign material was allegedly left in the wound for over the manufacturer's recommendations. This event is being reported as a potential use error. Device labeling, available in print and online, states: dressing removal: the dressing components are not bioabsorbable. Always remove all dressing components from the abdomen at every dressing change.

Event description:
On (B)(6) 2022, the following information was provided to kci by the facility educator: one month ago, a patient underwent surgery and a piece of foreign material, described as a "piece of blue foam from the visceral protective layer," was allegedly left in the patient from a surgery performed over a year ago. The customer believes this was due to an application error. No additional information was provided. The abthera¿ open abdomen dressing lot number was not provided, and the product was not returned; therefore, a device history record review and a device evaluation could not be performed.

Event description:
On 03-jan-2022, the following information was provided to kci by the facility educator: one month ago, a patient underwent surgery and a piece of foreign material, described as a "piece of blue foam from the visceral protective layer," was allegedly left in the patient from a surgery performed over a year ago. The customer believes this was due to an application error. No additional information was provided.

Manufacturer narrative:
MDR-3009897021-2022-00032 submitted on 24-jan-2022 noted the following: section b5 describe event or problem: on 01-jan-2022, the following information was provided to kci by the (B)(6). Correction: section b5 describe event or problem: on 03-jan-2022, the following information was provided to kci by the (B)(6).